Event description:
A patient called in with a concern about "mast cell response" after stent implantation. "Patient's concern was 'could a significant mast cell response' interfere with healing post-op when having another stent placed in 2005. Patient theorizes that the plavix may have caused patient reaction. Patient has had `unusual heart palpitations' since the stent was placed." The patient developed welts on patient's skin after the stent was placed, but they went away once patient stopped taking plavix. The patient had followed up with patient's cardiologist who didn't have an answer for patient regarding patient's concern with "mast cell response".